Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 24 mg/dl. Customer reported passing out from their low blood glucose. The customer treated their low with orange juice. Customer was able to increase their blood glucose to 70 mg/dl after. Customer stated they have been experiencing low blood glucose for the past three days. The customer also reported they were not receiving any alarms when the reservoir was low. The customer's current blood glucose was 301 mg/dl. Customer stated they were incapable of troubleshooting at the time of the call. The customer declined to return the insulin pump for analysis.